Event description:
It was reported that the patient had difficulty charging the ipg. It was also noted that the ipg had communication failure issue and loss of stimulation. The patient underwent a revision procedure wherein, the old ipg was replaced with ipg wavewriter alpha. The patient was doing well postoperatively and the explanted ipg will not be returned.